Event description:
The user facility in taiwan reported during the first cataract surgery of the day, the system unexpectedly shut down. The nurse restarted it within approximately 3 to 5 minutes, and the surgery was able to proceed as planned. The system resumed normal operation without further issues. All subsequent surgeries were completed successfully, and no patients were adversely affected.

Manufacturer narrative:
The field service technician on site could not duplicate the shutdown issue. The technician checked if the power cable was loose, performed a functional test and the unit passed. As a precaution the technician assisted in surgery to verify that the system is functioning properly. The device history was reviewed and found to meet manufacturing specification. This investigation is ongoing.

Manufacturer narrative:
The reported issue could not be duplicated during evaluation. The system functioned as intended following restart, and no anomalies were observed in subsequent operations. Without replication of the failure, the root cause remains undetermined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.